Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned, with a tyvek, with a gap between the nozzle and the shrouds, with the closing trigger, and anvil in the closed position, also received with an ecr45b reload loaded on the device. The reload was received partially fired 1/10, the device was not tested for functionality due to the received conditions. During the analysis, the frame was noted to had a gap between them, the handle shrouds were removed to verify the condition of internal components, and no anomalies were founded. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that outside the normal use force was applied on the shaft creating a torque on the instrument and breaking the frame. The condition noted on the reload could have been that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that the stapler did not cut and staple the tissue, a new stapler was requested to complete the surgery. No patient consequences reported. No further information is available.